Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance (pm), it was observed that there was black tar-like substance in the tube going from the gas outlet port to the internal exhaust port. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to remove the gas outlet port, blower and flow sensor and inspect all components, including the boot to and from the blower, and replace all that are contaminated. The customer was advised to discuss with the respiratory therapist as unit was contaminated when treating a patient.

Manufacturer narrative:
After further troubleshooting, the customer called back into technical support and informed that he received his replacement parts and found that more parts are contaminated and need to be replaced as well. Customer is requesting part number for replacement blower assembly, replacement boot kit and replacement tube fitting.

Manufacturer narrative:
Per a good faith effort (gfe) response received, it was confirmed that no filter was in place when the engineer performed preventive maintenance (pm). The unit was not in use when the engineer received the unit. The respiratory therapy department was not aware of the issue until the engineer informed them. The blower sounds like it is still working and did not hear any bad bearing noise. The flow sensor did not pass the air flow test, so it was assumed that it was also contaminated by the same reported substance. The engineer did not open the blower. The substance that contaminated the tube remains unidentified. The customer is unsure where it came from. The engineer is still waiting for the ordered parts, tubing and flow sensor, to arrive. After further troubleshooting, the customer called back into technical support and confirmed that there is contamination in the internal exhaust port tubing. The remote service engineer advised the customer to replace the tubing. The customer was also advised to remove the blower and inspect it for any contamination. The customer was provided with the parts information for the blower and the boot kit. This investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that there was black tar-like substance in the tube going from the gas outlet port to the internal exhaust port. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to remove the gas outlet port, blower and flow sensor and inspect all components, including the boot to and from the blower, and replace all that are contaminated. Also, advised to discuss with rt as unit was contaminated when treating a patient. Per good faith effort (gfe) response, it was confirmed that no filter was in place when the engineer got the vent to perform a pm. Unit was not in use when he got it. Rt department was not aware of the issue until the engineer informed them. Blower sounds like it was still working and did not hear any bad bearing noise. Flow sensor did not pass air flow test, so he is assuming it was contaminated by that substance. The engineer did not open the blower. Substance was not identified; not sure where it came from. The engineer is waiting on parts to arrive. Tubing kit has only been ordered and flow sensor. After further troubleshooting, the customer called back into technical support and confirmed that there is contamination in the internal exhaust port tubing. The rse advised to replace that tubing, provided parts ID for the tubing kit. Advised to remove the blower and inspect it for any contamination. Provided parts ID for the blower, and the boot kit. After further troubleshooting, the customer called back into technical support and informed that he received his replacement parts and found that more parts are contaminated and need to be replaced as well. Customer is requesting part number for replacement blower assembly, replacement boot kit and replacement tube fitting. Per good faith effort (gfe) response, it was confirmed that the blower and all associated tubing were replaced to resolve the issue. The unit was thoroughly tested and has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.